Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient is acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. An echocardiogram was performed, revealing that the impella appeared to be positioned in the papillary muscle. Due to the risk of pulling the device across the aortic valve, it was decided to leave the device in its current position. Ultimately, care was withdrawn and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome (patient's demise).